Event description:
On (B)(6) 2013, it was reported that the rubber keypad was torn between the up arrow and down arrow keypad buttons and the up arrow and down arrow keypad buttons were intermittently unresponsive. It was unknown whether the damage occurred prior to or after the response issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet completed. When the evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: a visual inspection of the pump confirmed that the keypad was torn over the down arrow and ok buttons. During testing, the contrast and down arrow keypad buttons were intermittently unresponsive; the up arrow and ok keypad buttons responded appropriately. The keypad cover was removed and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.